Manufacturer narrative:
Please note that a partial lot number, 20181001, was provided and no specific v-care was indicated. Brand name v-care, medium, and catalog number 60-6085-201a were chosen as default for processing this report. The manufacturing documents are in process of review. A supplemental and final report will be filed following the completion of the review. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a sus voluntary event report (mw5083706) received from the FDA on 22february2019. No contact information was provided on source document. A partial lot number, 20181001 was provided and no specific v-care was indicated. V-care, medium, item # 60-6085-201a was chosen as default for processing this report. The mw report received indicated that at the beginning of the case on (B)(6) 2019, a gynecologist oncology fellow placed a v-care uterine manipulator in the standard fashion. During the case no issue was noted with the manipulator but upon removing it from the patient it was noted that parts of it were missing. Further examination showed that all parts of the v-care had been removed from the patient except the balloon tip. The balloon tip was eventually found in the patient's vagina and all parts then placed onto a mayo stand to ensure they were kept together. The patient was taken to pacu with no injuries and was stable. As there was no contact information for the reporter or other parties involved listed on the report; mw5083706, additional information or clarification was not available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This complaint is inconclusive. To date, the device has not been returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure could not be verified. Neither a DHR or two-year lot history review could be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame 477,336 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user : - that the device is for manipulation only -prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. -do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. -upon removing the v-care, the surgeon should visually inspect the v-care device and the patient, to make sure that the entire v-care device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/ components to the v-care cervical elevator retractor. These are 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.